Manufacturer narrative:
The labeling and the certificate of analysis indicate that each human donor unit used to manufacture the product was "tested and found non-reactive for hepatitis b surface antigen (hbsag), antibody to hepatitis c (hcv) and antibody to hiv-1/hiv-2." In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens. The root cause of the event was user error.

Event description:
A laboratory employee splashed liquichek immunoassay plus control into her eye when the vial fell from her hand.